Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. From a clinical perspective, a causal relationship between the sur-fit natura 2 pc - 2 pc stomahesive (sh) wafer w/ flexible collar and this event is deemed possible because product use is temporally associated with the skin where the problem occurred. According to the end-user, she has applied stomahesive powder, desitin, an otc antibiotic ointment and an older prescription of, nystop, an antifungal powder to affected area. End-user has been advised to seek medical attention if condition persists. Samples of wafers without tape borders will be sent to end-user. No additional event/pt details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow report will be submitted. Reported to the FDA on (B)(4) 2013.

Event description:
End-user reports a red itchy rash located at the left lower quadrant under the tape border, which began approximately 1 week ago. The rash affects the left, right and bottom of peristomal skin and extends slightly beyond tape border. These areas are not connected. The end-user states that the rash on the right side is the size of a quarter, but did not provide the sizes of the other areas. At rash onset, end-user began to cut off the tape border.